Manufacturer narrative:
(B)(4). Date sent: 1/19/2024. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the customer use inspect the staple line prior to transecting tissue as instructed in IFU. Why was the decision made to convert to colostomy instead of immediately trying new transection/anastomosis? Were any staples present in the surgical field? Were the staples deployed pre-maturely? Was the device difficult to fire? What number firing was this (1st, 2nd, 3rd etc.) Could the device be returned for analysis? What was the surgical procedure? What is the status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colectomy the tx 60b did not fire out staples. Patient required a colostomy bag. There was a 20 minute delay from the result.

Manufacturer narrative:
(B)(4). Date sent: 2/15/2024. Additional information received: did the customer use inspect the staple line prior to transecting tissue as instructed in IFU. Yes. What number firing was this (1st, 2nd, 3rd etc.) 1st. Could the device be returned for analysis? No.